Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the hardware failure was reported after a flood occurred the previous night, which resulted in the door becoming inoperable and the hardware failing. A field service engineer found that the auxiliary drawer 6 was not on the bus and reseated the cables to the row boards and the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a hardware failure occurred. The customer reported that flooding occurred overnight, and as a result, the door could not be opened and the hardware failed. There were no delay or adverse events or injuries reported based on this event.